Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: branch vessel occlusion or obstruction, stent graft: improper placement. Emdr section h6, codes c21, d16 updated to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment of chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. The proximal end of the device was deployed just below the left subclavian artery. Blood flow to the left subclavian artery was poor after deployment, leading to decreased blood pressure in the left arm. They confirmed that the proximal end of the device partially covered the left subclavian artery by approximately 5mm. No further treatment was given as the pressure gap was not too high, and they decided to monitor the patient. The patient tolerated the procedure. Physician¿s comment: I placed the device just below the left subclavian artery, but the blood flow went worse than expected. We observe the situation since the pressure gap wasn¿t too high.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.